Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2021. During implant, the atrial lead helix would not extend nor retract and there was poor sensing noted in multiple locations. The lead was replaced successfully to complete the procedure. Post-procedure there were no patient consequences.